Manufacturer narrative:
Mml ref #:(B)(4).

Event description:
It was reported that the patient had experienced pocket site discomfort. The patient had lost weight after the reactiv8 implant and use. An x-ray was performed, and the strain relief loop was gone. The surgeon scheduled a revision surgery to prevent possible lead migration. Before the surgical procedure, the mainstay medical representative found that one electrode of the right lead was out-of-range/high impedance. The surgeon decided to replace the right lead on a precautionary basis. During the procedure, the surgeon had difficulty extracting the right lead. Per the surgeon, this was due to a reasonable amount of scar tissue present around distal lead/tines. Ultimately, the right lead fractured, leaving the distal tip of electrodes 5 and 6 in the patient despite multiple attempts to retrieve it. A new lead was implanted, and the implantable pulse generator (ipg) location was relocated. The ipg remains implanted and functional. The procedure was successful with no report of patient harm or injury. The lead assembly was returned for analysis. The out -of-range was confirmed. Analysis confirmed one lead conductor fracture coil wire was the cause of the out-of-range/high impedance conditions observed with the right percutaneous stimulation lead. Related manufacturer report number 3013017877-2023-00040.